Event description:
It was reported that during a pta treatment procedure to dilate a 99% stenosis in an av forearm dialysis shunt, the balloon ruptured. A 4 fr sheath was introduced via brachial access however the physician was unable to cross the lesion with a guidewire. Access was obtained via the back of the patient's hand and another sheath was inserted and angiography was performed. The sasuga balloon catheter was advanced through a 4 x 6 guide catheter. The physician inflated the balloon one time to between 20-22 atm (rbp=18) and at that time the balloon ruptured circumferentially. The physician attempted to withdraw the device and encountered resistance. Further attempts to remove the balloon catheter were made and at that point the distal balloon separated from the catheter and remained inside the patient's body. Despite the presence of the balloon material, adequate blood flow was present. No further intervention was performed at this time. The procedure outcome was reported as 'ok'. The patient's status was reported as 'good' following the procedure; no injuries or additional complications were reported. Two months later surgical intervention was performed to create a second dialysis access site. The balloon fragment was successfully retrieved at that time.